Event description:
Healthcare professional reports results lower than reference with protime microcoagulation system. Protime generated pt/inr 1.6 lab inr was 2.9. Physician used lab result values for pt management. Pt's therapeutic range 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot# eip3c219). Actual device not evaluated. Device history record for cuvette lot was reviewed and met specifications.